Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated one high impedance value. As such, surgical intervention was undertaken during which the patient's 90cm octrode (model 3189) lead was explanted and replaced, which in turn resolved the impedance issue.